Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to reboot the system. The system was found to be working as intended following reboot. The customer canceled the service call and decided to call back for further service if the issue reoccurs.

Event description:
The customer reported the system failed to display fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.